Event description:
It was reported that post-paced t-wave oversensing was observed when an asymptomatic patient presented in-clinic. Programming change is planned, and the device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.